Event description:
It was reported while using bd luer-lok¿ syringe bulk sterile pharmacy convenience tray there were scale marking issues. There was no report of patient impact. The following information was provided by the initial reporter: this defect is classified major. During compounding, multiple batches run out of solution. We are short units when we compounded with this particular lot of bd syringes. When we switched to a different bd syringes lot, the issue was resolved and we no longer were short units. That indicates that something with this particular lot229420. It could be either the mold of the syringes or the graduation marks for lot 229420 was off.

Manufacturer narrative:
H6: investigation summary five samples were provided to our quality team for investigation. The reported issue was not confirmed upon inspection of the samples. None of the samples showed any signs of the reported defects. Since the reported defect was not confirmed a manufacturing root cause could not be determined. A device history record review was completed for provided lot number 2299420. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd luer-lok¿ syringe bulk sterile pharmacy convenience tray there were scale marking issues. There was no report of patient impact. The following information was provided by the initial reporter: this defect is classified major. During compounding, multiple batches run out of solution. We are short units when we compounded with this particular lot of bd syringes. When we switched to a different bd syringes lot, the issue was resolved and we no longer were short units. That indicates that something with this particular lot 229420. It could be either the mold of the syringes or the graduation marks for lot 229420 was off.